Manufacturer narrative:
B5 information provided by md via lab results: confirmed positive for bi-alcl cd30 + on (B)(6) 2018.

Event description:
Confirmed positive for bi-alcl cd30 + on (B)(6) 2018.

Manufacturer narrative:
Not reported to manufacturer at the time of alleged diagnosis and treatment. No test, lab, or other data provided to manufacturer. Report is based on information stated in legal complaint.

Event description:
Alleged diagnosis and treatment of bia-alcl, swollen right side breast in (B)(6) 2018. Fluid aspiration performed 7/24/2018, reported pathology positive for bia-alcl. Three surgeries performed in total for implant removal and total capsulectomies. Bilateral explant with partial capsulectomy performed (B)(6) 2018. Second surgery for complete right side capsulectomy performed aug. 14, 2018. Third surgery for complete left side capsulectomy performed sept. 10, 2018.